Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated the shunt assistant has a blockage and the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. However, it was found that more force than is expected was required. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force required was not within the specified tolerances. This was confirmed with the measurement of the braking force. The braking function was present but the braking force was outside of the tolerance. Results: finally, we have dismantled the valve. Inside both valves, we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to fully substantiate the claim of non-adjustability. The progav 2.0 valve was adjustable, however more force was required than is usual. It is possible that the deposits inside the valve could have compromised the functionality of the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the fin inspection when release from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that a po problem with the adjustment. Two previously reported explanted valves are now ready for collection in the explantation kits provided. The products will be sent to miethke for investigation. This file is entered with limited information.